Event description:
Mislabeled product on the pouch of the scope as being a 5.0/2.2 scope. Scope inside is 5.6/2.8 and back sticker label on the pouch is 5.6/2.8, shipping box states 5.6/2.8. Front pouch label is incorrect.

Manufacturer narrative:
We are able to verify the reported failure (mislabeled on the front of the scope as being a 5.0/2.2 scope, front red label is incorrect) from provided photos and retention sample verification. Based on the investigation results, the cause of failure was identified to be human error. During manufacturing process, there was a failure to ensure correct color coded identification label. Corrective action has been initiated to further investigate the incorrect color coded identification label issue and a recall is being initiated. Production, technical team and quality control have been made aware of this feedback via quality alert.